Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information received that the ipg replacement was an elective procedure to upgrade device.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date.